Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's log file showed multiple low speed operations with power elevations. During each event the power elevations were greater than 12 watts and the pi was greater than 7. The system controller was described as old and the power leads were taped due to wear. X-rays were provided, however, they were of poor quality. The system controller and the power module patient cable were exchanged. On (B)(6) 2014, it was reported that the patient was still experiencing low flow and low speed events while on the power module patient cable with the new system controller. On (B)(6) /2014, technical services performed phase interrupter testing of the percutaneous lead which did not show any broken wires; however, a spot was noted on the distal end by the system controller bend relief that was worn and heavily taped. After the sheathing was removed during the repair, it was noted that the shielding had separated at the distal end by the system controller. A percutaneous lead replacement was performed with no issues and the patient was doing well. No further alarms were reported after placing the patient on a grounded power module patient cable. Furthermore, on (B)(6) 2014 it was reported that the patient was still having low speed events after the percutaneous lead replacement while he was on the power module patient cable. The log file confirmed the low speed events. The patient received a pump exchange on (B)(6) 2014.

Manufacturer narrative:
The evaluation of the log file confirmed the report of multiple low speed operation with power elevations, and pump stops were noted. The replaced section of the percutaneous lead, approximately 12", was returned for analysis. (This was from the percutaneous lead repair prior to the pump exchange.) Electrical continuity testing of the percutaneous lead did not reveal a discontinuity. A kink on the bionate could be seen approximately 4 inches from the metal connector end. Shield damage was present throughout. The percutaneous lead section was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The pump was returned assembled, and the percutaneous lead was cut approximately 2¿ from the pump housing. The rest of the percutaneous lead was returned in two pieces (approximately 8.5" internal section; approximately 30" external section with the percutaneous lead portion that was repaired/replaced). The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. The pump evaluation did not reveal any deposition in the pump. The percutaneous lead section that was returned with the pump was evaluated. The evaluation was broken down into three sections: the proximal lead, middle lead, and distal lead. Evaluation of the proximal and middle leads found fatigue damage in the area underneath the pump end bend relief. A breach of the black wire was found approximately 2 inches from the pump in the proximal lead. Another breach of the black wire was found near the proximal end of the middle lead. These breaches appeared to be the result of fatigue, wear and tear. As a result of the breaches, the underlying wire conductors were exposed. The black wire represents a redundant wire in motor phase 2. The reported alarms would have occurred as a result of the breach and the exposed conductors of the wire contacting the braided shielding and shorting to ground while connected to the power module. Evaluation of the distal lead found no damage. The original portion of the distal lead (excluding the repaired percutaneous lead) was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.